Event description:
The event is reported as: the customer alleges that the pink nozzle can be filled up to 50%, but on the nozzle it is printed 40%. The imprint value is wrong. Alleged issue detected prior to patient use.

Manufacturer narrative:
A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. A dimensional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review showed that there were no issues related to this issue neither on the product nor its components during the manufacture of the material. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. If the defective sample becomes available this investigation will be updated with the evaluation results.